Event description:
It was reported to philips that system was intermittently unable to perform geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a planned/non-emergency procedure at the time of the event. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer who confirmed the reported event. However, the system was not covered under a business or service contract so no work could be done by philips. No remote or onsite evaluation or repair was performed by philips. No further information was received regarding the root cause and resolution of the event. The codes were updated based on the investigation outcome.